Event description:
According to the facility, on (B)(6) 2026, "the rn went to insert a foley post epidural placement. Upon opening the foley kit, the rn noticed that the sterile water syringe was not full and the black top of the syringe was missing."

Manufacturer narrative:
According to the facility, on (B)(6), "the rn went to insert a foley post epidural placement. Upon opening the foley kit, the rn noticed that the sterile water syringe was not full and the black top of the syringe was missing. No black top was found inside the foley packaging and the sterile water syringe was only filled to ~3cc with the plunger of syringe not pushed down". The facility stated no patient was harmed and no medical intervention was necessary. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6)2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.